Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent division of tvt sling on (B)(6) 2013 by dr. (B)(6). At (B)(6) center due to overactive bladder with difficulty voiding following insertion of tvt sling (per operative report).

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and unknown mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.